Manufacturer narrative:
Other relevant device(s) are: product ID: 3889, serial #: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-obstructive urinary retention. It was reported patient had a lot of bleeding at the incision site, the bleeding had gone through the bandaging. Additional information was received on 2019-12-14 and patient stated that the hole in her back was swollen and sore and they think it may be infected. Patient was redirected to follow up with their health care professional there was no surgical intervention that occurred. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.